Event description:
It was reported that this right atrial (ra) lead exhibited a poor threshold and loss of capture around 4.0 volts. There was no improvement after replacing the cord of the pacing system analyzer and the relay cable. In addition, the patient experienced infection. This ra lead was replaced with different model and not implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a poor threshold and loss of capture around 4.0 volts. There was no improvement after replacing the cord of the pacing system analyzer and the relay cable. In addition, the patient experienced infection. This ra lead was replaced with different model and not implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead demonstrated unacceptably high pacing thresholds despite cable replacement and repositioning to a site with a previously validated threshold of 1 volt at 0.4 milli seconds. The infection was not device related and this ra lead will be returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the infection was not device related but this right atrial lead demonstrated unacceptably high pacing threshold outputs. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to the high pacing threshold outputs. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the adverse event/product problem (b1), outcomes attrib to adv event (b2) and describe event or problem field (b5) in section b, adverse event/product problem.